Event description:
N/a.

Manufacturer narrative:
Additional information: section h6 investigation: this complaint was reported directly by a patient who states that they were sent home with an express mini 500 drain (p/n 16400) following surgery. They were instructed to return to the hospital for a replacement if the drain became full. The patient was sent home on (B)(6) 2023. Late at night on (B)(6) 2023 the drain had filled to about 400ml when the patient accidentally knocked over the drain, causing fluid to leak out the top. The patient emptied fluid out of the drain by disconnecting the patient tube and pouring fluid out of the patient tube nozzle. On (B)(6) 2023 the patient found a video online providing instructions for how to remove fluid from the drain through the sampling port. They removed fluid in this way once the drain had once the drain filled back up to 300ml. The patient returned to the hospital on (B)(6) 2023 for an appointment and the drain was removed and not replaced. The patient was sent home that day without a chest drain. No additional harm was reported as a result of the drain leak. At the time these complaints were received, this customer had been sent the field notification but had not acknowledged to atrium that they had received and understood it. The use of these devices directly contradicted the new instructions provided to the customer. The lot number was not provided so a review of the DHR, incoming inspection records, and ncrs involving the lot could not be completed. No changes to the design of the device were identified that would be related to these complaints. The IFU provides adequate instructions for the use of the device. It warns the user not to use this drain if fluid drainage is expected to exceed 500ml per day and not to attempt to reuse the device. It also cautions the user to replace the device once it's collection volume reaches max capacity. It states that the user should be familiar with thoracic surgical procedures and techniques. While this is intended to convey that the device should be used by trained individuals in a clinical environment, it does not explicitly say that. A field notification was sent to atrium customers with additional instructions and the addition of those instructions in the IFU is planned as part of CAPA 682612, which the hospital acknowledged. Additionally, an interim label was included in devices manufactured at the time of this complaint which state that the device is not intended for outpatient use. The complaint cannot be confirmed, nor can a device nonconformance. No evidence was identified to suggest this complaint is related to manufacturing, materials, or design of the device. The information provided by the customer suggests they were using the devices in an unintended environment and they stated that the leak was caused by knocking the device over. The field safety notification and the interim label make it clear that the device is not intended for outpatient use. The root-cause of this complaint is user error. The hazardous situation/harm is addressed in the harm hazards analysis document which assigns it a severity level of 1. This was determined to be appropriate based on the harm that was reported in the complaint. Complaint trending concluded that the actual occurrence level did not exceed the anticipated occurrence level. No evidence was identified to suggest that this complaint is related to the manufacturing, materials, or design of the device. This complaint does not allege any device failure. Issues of outpatient use are already being addressed by CAPA 673050 and CAPA 682612. H3 other text : device not available for return.

Event description:
Patient was discharged from the hospital after a "wedge resection procedure" on friday (B)(6) 2023. Hospital sent patient home with mini 500 chest drain. Patient was told to contact the hospital for a replacement drain in a few days if the drain fills up. Drain was working properly, collecting fluid. Late saturday night, drainage rate rapidly increased and drain filled completely and soon overfilled (due to improper hanging the drain tipped over and leaked). Patient¿s mom, who is a nurse, reviewed information online about atrium chest drain and learned how to remove fluid from the chest drain. Patient¿s mom was able to successfully remove the fluid from the drain. Patient continued to use the device. On (B)(6) 2023, patient¿s mom anecdotally told getinge employee and communicated that the device was working properly and did not malfunction. On (B)(6) 2023, the patient saw a major reduction in drainage and returned to the hospital for follow up scan. The drain and catheter was able to be removed. Patient was sent home without a chest drain. No harm to patient reported.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Manufacturer narrative:
Corrected section h10. The correction is to change the following statement: at the time these complaints were received, this customer had been sent the field notification but had not acknowledged to atrium that they had received and understood it. Changed statement to: at the time these complaints were received, this customer had been sent the field notification and had returned acknowledgement to atrium that they had received and understood it.

Event description:
N/a.